Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests, within 10 minutes, using separate fingersticks. Her results were 117, 179 and 102 mg/dl. She did not have any symptoms. No control testing was done due to lack of supplies. On follow-up, the reporter stated that she sometimes had been applying an extra drop of blood to test pad, overcovering the entire area. The lifescan rep discussed coverage, and possible inaccurate results from oversaturation.